Event description:
This late MDR is a retrospective filing for an international product with a similar us product. The account generated nonreactive architect anti-hcv results on 2 specimens that tested immune genetics blot reactive. ID tested architect anti-hcv nonreactive (0.66 s/co), axsym hcv reactive (1.09 s/co) and previously tested immune genetics blot reactive. The account stated the immune genetics blot results were generated a long time ago and wanted to repeat testing. Upon repeat testing, specimen ID generated a weak reactive c1 band and ns3 reactive band. The nonreative architect anti-hcv results were not reported outside of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
This late MDR is a retrospective filing. This report is being filed on an international product, that has a similar product distributed in the us. The customer returns were received and tested for investigation. Testing performed using a retained sample (reagent kit stored at abbott laboratories) of lot number 53412hn00 showed that the negative control and positive control were within the specification ranges. The customer returned specimen was tested in three replicates. The sample was tested non-reactive with values of 0.69, 0.57 and 0.72 s/co. Thus the investigation team could repeat the non-reactive results the customer observed. In addition, testing of the specimen was then performed using chiron riba hcv 3.0 and obtained a reactive result according to the respective package insert. An indeterminate result for c100 (=ns4), a positive result for c33c (=ns3) and a weak positive result for c22 (=core) antigen could be observed. Finally, a second immunoblot test (innogenetics inno-lia hcv) was performed and confirmed the reactive result for the customer returned specimen with a weak positive band for e2 and a positive band for c1 and ns3. On the basis of these test results (obtained at the customer site and during this investigation) the specimen must be classified as "false non-reactive" for architect anti-hcv, lot number 53412hn00 due to the reactive results on axsym hcv and immunoblots. The analytical and clinical sensitivity of architect anti-hcv, lot number 53412hn00 was investigated by testing sensitivity panel a (core only), sensitivity panel b (ns3 only) and two commercially available seroconversion panels. The results for sensitivity panel a and sensitivity panel b were in acceptable performance range. For the two commercially available seroconversion panels the same bleeds were found reactive with comparable s/co values as with randomly tested four other current on-market lots. Therefore, there is no indication that the analytical or clinical sensitivity of the architect anti-hcv lot 53412hn00 is compromised. As part of this investigation a review was performed of the complaint and manufacturing records for architect anti-hcv, lot number 53412hn00. This review did not identify any problems relating to the customer's observation. To exclude a potential product deficiency of architect anti-hcv, complaints for potential false non-reactive results since 2007 were reviewed and no trend could be observed due to false non-reactive complaints. Based on this investigation, it is determined that architect anti-hcv reagent, lot number 53412hn00 is currently meeting its safety, effectiveness and label claims. This is a final report.